Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting failure to capture and sense. The physician believed that the lead was damaged during the generator change that occurred on (B)(6) 2020. During the lead revision insulation damage was visually confirmed, which the physician attributed to procedural damage. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure. The was no allegation of product malfunction.